Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the device noted that the shaft of the device was broken just proximal to the proximal balloon sleeve. The shaft was severely stretched at the break site. The distal portion of the device with the balloon attached was returned within a 6 french sheath with approximately 28mm of the device protruding. It was noted that the balloon material was deflated but not correctly wrapped. A visual and tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a fistula treatment procedure, a balloon detachment occurred.the ultra-thin 6-8 x 5.3 x 75mm balloon catheter was inflated twice to 12 atms in an unspecified fistula. The balloon deflated fully and upon removal the balloon detached from the shaft inside a 6f non-bsc sheath. The sheath was removed with the balloon. The physician then performed a final run with contrast and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a fistula treatment procedure, a balloon detachment occurred. The ultra-thin 6-8 x 5.3 x 75mm balloon catheter was inflated twice to 12 atms in an unspecified fistula. The balloon deflated fully and upon removal the balloon detached from the shaft inside a 6f non-bsc sheath. The sheath was removed with the balloon. The physician then performed a final run with contrast and the procedure was completed. No patient complications were reported and the patient's status is fine.